Manufacturer narrative:
The initial MDR 2432235-2017-00264 was filed on april 14, 2017. Additional information (05/03/2017): the initial MDR states "it is unknown if the initial results were reported to the physician(s)." Also, the customer stated that the initial results were close to 0. This information has been updated in section b6. Additional information (05/03/2017): the calibrations and quality controls at the time of testing were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the uninterruptable power supply and changed the dilution probe level sensing settings, after which the issue resolved. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The initial results were not reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined small amount of fluid in the dilution tray cuvettes at the end of a wash 2 cycle. During a follow-up visit, the cse determined that the input of sample detection in the parameter setting was defined incorrectly, which caused the system to aspirate air or less sample, resulting in falsely low results. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low results on patient samples on an advia 1800 instrument. The customer stated that the issue occurred only with the chemistry parameters, for example, glucose, creatinine and aspartate aminotransferase. It is unknown if the initial results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher and were accepted by the customer. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low results.